Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for use during an ablation procedure. The physician gained access in the femoral vein with a non-boston scientific access needle and attempted to introduce the versacross rf wire into the superior vena cava (svc) for access. It was needed to reposition the versacross rf wire, so pulled it out of the body and fracture/splitting at the tip of it was noted. Thus, it was used a 'j' starter wire for access to the svc. A new versacross connect for faradrive sheath package was opened in order to use a new versacross rf wire. At that point, they put the vsx fd over the start wire, then exchanged that for versacross rf wire and crossed the septum. No patient complications were reported. The procedure was completed successfully. The device is expected to be returned for analysis. Nothing unusual about the anatomy was noted on the patient.

Event description:
It was reported that versacross connect access solution for faradrive was selected for use during an ablation procedure. The physician gained access in the femoral vein with a non-boston scientific access needle and attempted to introduce the versacross rf wire into the superior vena cava (svc) for access. It was needed to reposition the versacross rf wire, so pulled it out of the body and fracture/splitting at the tip of it was noted. Thus, it was used a 'j' starter wire for access to the svc. A new versacross connect for faradrive sheath package was opened in order to use a new versacross rf wire. At that point, they put the vsx fd over the start wire, then exchanged that for versacross rf wire and crossed the septum. No patient complications were reported. The procedure was completed successfully. The device is expected to be returned for analysis. Nothing unusual about the anatomy was noted on the patient.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected and the insulation at its distal tip was confirmed to be damaged; the ptfe layer was damage. Additionally, the device passed dimensional test for the wire body outer diameter, proximal end outer diameter, electrode hight and electrode/heat shrink gap inspection. Therefore, the reported allegation was confirmed. Labeling review was conducted, and it was determined there was evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use, which warns the user to 'do not attempt to insert or retract the versacross rf wire through a metal cannula or a percutaneous needle, which may damage the device and may cause patient injury.'